Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an abnormal image. The event occurred in preparation for use. There was no patient involvement.

Event description:
It was reported that the subject device had an abnormal image. The event occurred in preparation for use. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The phenomenon was reproduced when the equipment was inspected by the repair department. Based on the information obtained from this complaint and the results of the investigation, the root cause of the problem could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.